Event description:
It was reported when using the bd vacutainer® serum blood collection tubes the stopper pops out when its closed. This event occurred 40 times. The following information was provided by the initial reporter. The customer stated: "the hemoguard stopper comes out from the tubes when it is closed."

Manufacturer narrative:
H6 investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for stopper pop off with the incident lot was not observed. Additionally, 29 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. E1: initial reporter first name: (B)(6). E1: initial reporter address 1: (B)(6).